Manufacturer narrative:
The device was discarded by the facility. The material inspection record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The root cause for the reported event is unk. (B)(4).

Event description:
It was reported per facility (B)(4): "event desc: during atherectomy, tip of viper wire, distal portion, broke off in the pt's left radial artery as evidenced by fluoroscopy. Tip was removed successfully by doctor with a snare retrieval device. No harm to the pt. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."